Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, the pulse generator exhibited backup operation upon exposure to electrocautery. The patient was transcutaneously paced and experienced bradycardia. The device was explanted and replaced as scheduled. No complications occurred and the patient was in good condition post procedure.